Event description:
It was reported that during an unspecified procedure, balloon withdrawal resistance was encountered. The moderately stenotic lesion was located in the moderately calcified and tortuous mid left anterior descending (lad) coronary artery. A 6f guide catheter was engaged, and a 0.14 choice floppy guide wire was inserted. The flextome otw cutting balloon was then advanced to the lesion and inflated twice. The second inflation was to 7 atms. The number of atms reached on the initial inflation is unknown. The cutting balloon was not rotated between inflations, nor was it pulled back into the guide catheter/sheath between inflations. Following successful balloon deflation, the physician encountered "excessive withdrawal force." Following successful withdrawal of the cutting balloon, the physician placed a 3.0x20mm taxus express2 stent. No patient injuries or complications were reported. Patient status is listed as "ok."